Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted the ventricular leadless pacemaker (vlp) had no capture. The patient was asymptomatic. The physician attempted to retrieve the vlp, however, the vlp failed to connect to the retrieval catheter. The phyisician elected to leave the vlp in place and implant a new vlp. The patient was stable throughout the procedure.

Event description:
Additional information received indicated the inability to retrieve the vlp was due to the vlp being positioned against some type of structure that would not allow the snares of the retrieval catheter to grab onto the docking button of the vlp. There were no issues with the docking mechanism of the vlp or catheter otherwise.